Event description:
It was reported that during routine visit, high threshold and low sensing were noted. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.